Event description:
The customer reported when shutting device off, it displays an hour glass and red x, with a message reboot required. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.